Event description:
It was reported that an intermate ruptured during filling of the device with nebcine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The batch was manufactured during september 28, 2012 - october 1, 2012. The device was returned for evaluation. Visual inspection of the sample noted a ruptured bladder in a non-footing position. Microscopic examination observed markings on the exterior surface of the bladder near the rupture line. The evaluation confirmed the reported problem. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.